Manufacturer narrative:
The returned instrument was received stuck to its tyvek foil, which showed the lot information. The inner and outer blisters, which protect the instrument during shipment, were not used. The soft tip was also stuck to the tyvek foil and was replaced from the device. After taking the instrument for testing, the tube fell off. The returned instrument was visually inspected with the aid of a photomicroscope using various magnifications. From the fracture site, it can be seen that the tube was bent too far until it eventually broke off. This damage was probably caused during shipment. The soft tip was also visually inspected, and it was noted that adhesive residues were visible, which shows that the soft tip was originally bonded to the tube as specified, but that bond failed. This issue has been investigated in the past, but no root cause could be identified. The customer's complaint is confirmed but the root cause cannot be identified by this investigation. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Non-conformance report provided by originator. A non-conformance based review of the lot number was performed and did not reveal any potential contributing factors to the reported complaint. No root cause for the customers reported event could be determined, since the situation that lead to the instrument failure cannot be reconstructed. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all manufacturer products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. The complaint data will continue to be monitored for evidence of adverse trending and further action will be taken, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that during vitrectomy surgery, an ophthalmic backflush tip detached and fell into the patient¿s eye, but it was retrieved by the surgeon. There was no patient harm.